Event description:
According to the reporter, the device pump shuts off by itself after one feed and does not power up after.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of device pump shuts off by itself after one feed and does not power up after. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.